Event description:
It was reported that asked to troubleshoot leaking PICC. Leaking from hole in clear plastic section between hub and fixation wing, related to clamping. Delay in treatment. Removed and new PICC inserted.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the extension tubing of a catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the device. A functional test of attempting to pressurize the catheter with water using a 12 ml syringe in each of the three luers revealed the extension tubing of the catheter leaked just distal of the gray luer. Microscopic observations of the puncture in the extension tubing reveal characteristics of damage caused by a puncture, likely from a sharp, narrow instrument. Inspection of the catheter structure revealed no potential damage/defect related to the manufacture of the returned device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.